Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to heart pounding intermittently twice a week. A remote interrogation report indicates that the right ventricular (rv) lead has high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.